Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. Customer reported their blood glucose declining to 47 mg/dl and rising to over 600 mg/dl. The customer stated they were not experiencing any symptoms of high or low blood glucose. The customer treated lows with glucose tablets. In the troubleshooting it was found the customer's drive support cap appeared to be normal. The customer also states had problem with unscrewing the battery cap. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.